Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient wore the pod on the skin for between 5 and 24 hours. On (B)(6) 2026, patient activated a pod and reported elevated blood glucose levels up to 31 mmol/l (551 mg/dl). Patient stated that blood glucose levels did not decrease and contacted a healthcare professional. A manual injection of 6 units of insulin was administered as advised. During the night of (B)(6) 2026 to (B)(6) 2026, patient experienced decreased blood glucose to approximately 3.0 mmol/l (54 mg/dl), with associated symptoms of vomiting, shaking, dizziness, and headache. On (B)(6) 2026, patient sought emergency medical assistance and was transported to hospital by ambulance. Pre-hospital treatment included glucose gel and anti-emetic medication. In hospital, patient received glucose administration, oral and intravenous anti-emetic medication, and blood glucose monitoring. Blood glucose levels fluctuated during hospitalization, including a reported value of 18 mmol/l (324 mg/dl). Patient remained under observation for approximately 8.5 hours. Blood tests and ketone assessment were performed; results were not available. Patient was released the same day with reported improvement and continued use of the same pod.